Event description:
It was reported that a patient was experiencing no stimulation sensation and a loss of therapeutic effect. The patient was also experiencing a return of symptoms which was a loss of bladder control. The patient was on program 4 at 1.7v and increase to 2.4v. The patient was going to monitor symptoms at that voltage. Five days later it was reported that the patient was experiencing a "surging" sensation. The patient received assistance with changing stimulation. It was stated that "a couple of nights ago" the patient had a sudden intensification of stimulation that was painful. The patient decreased stimulation to 2.0v. The patient was scheduled to meet with her physician in (B)(6). The patient was on program 4 at 2.0v. Further information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient hadn't gotten relief since implant and they were at their doctor's office two weeks prior to report to get four new programs. It was stated the patient could not seem to bring them up. It was noted the patient was able to synch and navigate to all the programs but they didn't know they had to push the synch key to put a check by a program. Reportedly, the patient didn't feel stimulation because their implant was turned off but they were able to feel it again when once the implant was turned on. It was stated the patient had been reprogrammed 5-6 times. Later that day, the patient stated they had their device checked a couple of weeks prior to report and it was okay. It was noted the patient's device was reprogrammed and since then they had trouble switching programs. It was reported the patient had four programs but they only saw 1 and 2. It was stated the patient saw 4 at the time of report but then couldn't get it to come up again. It was noted the patient had difficulty operating the programmer due to its complexity. Reportedly, the patient was on program 1 at 1.8 volts and they could see program 2 but no numbers beneath it.

Manufacturer narrative:
Product ID 3889-28, lot# v782171, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).